Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/26/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening and yellow particles inside the device. A microscopic analysis was performed which identify an opening sharp patch/shell bond edge and a crack opening. Based on the device analysis the final assessment is: a opening sharp in the patch/shell bond edge side assessed as unidentified (tear) opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healtcare professional reported a right side deflation. Device has been explanted.